Event description:
It was reported that a remote monitor transmission revealed that there was a ventricular lead impedance alert due to high impedance and an in office check noted a ventricular high rate episode due to added stress to the ventricular lead. The patient will continue to be monitored remotely. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable pulse generator (B)(6) 2009. (B)(4).